Event description:
As reported via (B)(4) study, a patient experienced periprocedural mi as per cec adjudication minutes, and stable angina at 18-month follow-up visit. At the time of the index procedure, the angiography revealed 70% stenosis in the 1st obtuse marginal. The indication for the procedure was unstable angina pectoris and positive functional study for ischemia. The lesion was treated with a 2.75 x 18mm cypher rx at 20atm by direct stenting and without post-dilation. The pre-timi flow was ii and the post-timi flow was iii. It was reported that the troponin I was 0.33 (0.05 unl) 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and the hospital laboratory reports, ECG tracings, and discharge summary were not received from the site, but the elevated troponin I was later diagnosed as a periprocedural mi as per cec adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day of the enrollment. It was reported that the patient had stable angina at 18-month follow-up visit. There was no testing performed to verify the cypher stent patency. And the patient was continued on concomitant medications to treat the angina.

Manufacturer narrative:
Concomitant medications at the time of mi included anti-diabetics, aspirin, avandia, plavix, glimepiride, glucophage, heparin, lipitor, lisinopril w/hydrochorothiazide, lopressor, synthroid, and tricor. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information received through the adjudication minutes indicated that the patient was admitted with substernal chest pain and nausea and was treated with IV heparin. The cardiac enzyme test results were provided; however, without normal ranges. The site reported that the records were obtained from a different hospital and the lab report with normal ranges is unavailable. On (B)(6) 2012 at 20:22, the troponin I was 1.25. The ck and ckmb were not tested. On (B)(6) 2012 at 23:30, the ck was 133, the ckmb was 3.0, and the troponin I was 1.59. On (B)(6) 2012 at 04:30, the ck was 300, the ckmb was 16.3, and the troponin I was 9.37. On (B)(6) 2012 at 12:15, the ck was 388, the ckmb was 26.6 and the troponin I was 13.20. The site reported in the discharge summary that the initial ECG revealed a left posterior fascicular block with inferior st segment elevations. The ECG core lab reviewed tracings and reported no new major st-t abnormalities and a new inferior q wave. The site noted resolution of the patient's symptoms and st elevation during angiography. The catheterization report noted findings of severe stenosis in the lmca, lad, cx and r-pda. The lima to the lad showed a 90% stenosis immediately after the anastomosis. The remainder of the lad was diffusely moderately diseased with another (diameter stenosis illegible) lesion near the apex. The svg to the 1st om showed an 80% disease at the distal anastomosis. A patent stent was seen within. An additional svg to an unidentified om branch showed an 80% stenosis at the anastomosis and a 90% disease further in the antegrade flow. In all of the native vessels, including bypass vessels the distal runoff was limited by multiple 80% and 90% lesions. Lvef was 35% with near akinesis of the anterobasal segment and hypokinesis of the mid inferior wall. There was no clear culprit lesion that would be a suitable for intervention and decision was made to treat the patient with medical therapy. The site reported this event as an inferior q wave mi. The patient was discharged after 4 days on dual antiplatelet therapy. Compliant conclusion: the complaint received states that this cypress study patient suffered a peri-procedural mi post index procedure; and mi and coronary artery restenosis approximately 24 months post index procedure. This is a (B)(6) male with medical history including mi in 2002, CABG in 2002, five pci¿s most recent in (B)(6) 2005, dyslipidemia, hypertension and diabetes. The indication for the index procedure was a positive functional study with angina. Angiography revealed a 70% stenosis in the proximal svg to the 1st om. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. A single stent placement was successfully completed. The core lab identified the lesion location in the mid 1st om and reported a 21% residual stenosis, no dissection and timi 3 flow. It was noted that the target lesion was located in the native 1st om just beyond the svg anastamosis site, with stent placement into the svg. Peri-procedure, the ck was 119, the ckmb was 1.3 and troponin was 0.02. Post procedure the ck was 2, the ckmb was 0.8 and the troponin was 0.01. In the next set of enzymes was the ck was 70, the ckmb was 1.9 and the troponin was 0.33. The ECG core lab report is unavailable. Despite multiple requests no additional information has been available from the site. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. Approximately 30 months post index procedure, the patient experienced an mi. It was reported that the event of mi was related to the new proximal rca lesion. The mi was caused by the thrombosis in the rca which was dissolved by heparin. Based on the available information, there are no cypher stents in the rca lesion. It was medically managed and resolved with sequelae. The event was possibly related to the cypher stent, but not related to the index procedure or study drug. Additional information received through the adjudication minutes indicated that the patient was admitted with substernal chest pain and nausea and was treated with IV heparin 30 months post index. The cardiac enzyme test results were provided; however, without normal ranges. The site reported that the records were obtained from a different hospital and the lab report with normal ranges is unavailable. On (B)(6) 2012 at 20:22, the troponin I was 1.25. The ck and ckmb were not tested. On (B)(6) 2012 at 23:30, the ck was 133, the ckmb was 3.0, and the troponin I was 1.59. On (B)(6) 2012 at 04:30, the ck was 300, the ckmb was 16.3, and the troponin I was 9.37. On (B)(6) 2012 at 12:15, the ck was 388, the ckmb was 26.6 and the troponin I was 13.20. The site reported in the discharge summary that the initial ECG revealed a left posterior fascicular block with inferior st segment elevations. The ECG core lab reviewed tracings and reported no new major st-t abnormalities and a new inferior q wave. The site noted resolution of the patient's symptoms and st elevation during angiography. The catheterization report noted findings of severe stenosis in the lmca, lad, cx and r-pda. The lima to the lad showed a 90% stenosis immediately after the anastomosis. The remainder of the lad was diffusely moderately diseased with another (diameter stenosis illegible) lesion near the apex. The svg to the 1st om showed an 80% disease at the distal anastomosis. A patent stent was seen within; however it is unknown if the lesion was within 5mm of 1st om study stent. An additional svg to an unidentified om branch showed an 80% stenosis at the anastomosis and a 90% disease further in the antegrade flow. In all of the native vessels, including bypass vessels the distal runoff was limited by multiple 80% and 90% lesions. Lvef was 35% with near akinesis of the anterobasal segment and hypokinesis of the mid inferior wall. There was no clear culprit lesion that would be a suitable for intervention and decision was made to treat the patient with medical therapy. The site reported this event as an inferior q wave mi. The patient was discharged after 4 days on dual antiplatelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15062981 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including mi in 2002, CABG in 2002, five pci's most recent in (B)(6) 2005, dyslipidemia, hypertension and diabetes. The indication for the index procedure was a (B)(4) study with angina. Angiography revealed a 70% stenosis in the proximal svg to the 1st om. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. A single stent placement was successfully completed. The core lab identified the lesion location in the mid 1st om and reported a 21% residual stenosis, no dissection and timi 3 flow. It was noted that the target lesion was located in the native 1st om just beyond the svg anastamosis site, with stent placement into the svg. Peri-procedure, the ck was 119, the ckmb was 1.3 and troponin was 0.02. Post procedure the ck was 2, the ckmb was 0.8 and the troponin was 0.01. In the next set of enzymes was the ck was 70, the ckmb was 1.9 and the troponin was 0.33. The ECG core lab report is unavailable. Despite multiple requests no additional information has been available from the site. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15062981 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.